Event description:
It was reported that the patient underwent an initial right knee arthroplasty. Subsequently, a revision surgery was performed eleven years later, for unknown reasons; however, only a bearing replacement was carried out. Due diligence is in progress for this complaint; no additional information has been received at the time of this report.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: unknown oxford tibial component; item# unknown; lot# unknow. Unknown oxford femoral component; item# unknown; lot# unknown. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.